Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for failed back surgery syndrome and spinal pain. It was reported that on (B)(6) 2017, the patient had twisted to toss a blanket off of their lap and felt a sharp pain in their back that went down both legs. Shortly after the pain subsided for a few hours but then returned and has been present since. The patient saw their doctor and the rep on (B)(6) 2017 to increase pain medication and to check the device. An impedance check yielded high impedances (>10,000 ohms) on contact 8. The rep reprogrammed around contact 8 and added two additional programs, which covered the areas of pain. The doctor ordered a MRI; the date of the MRI was not provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.